Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the spine clamp could not be opened as the screw would not rotate. The reported issue was discovered when removing the instrument from it's respective tray. It was noted that the issue occurred in the sterile processing department (spd) at the site. A second clamp was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring had been pulled from the tip of the adjustment screw and was missing. The hardware analysis found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.